Manufacturer narrative:
Device evaluated by manufacturer: the visual and tactile inspection was performed and the devices presents with an elongated spring tip and a fractured core wire. The sem found that the fracture was due to a primarily a torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6), 2011. It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. While the 325cm floppy rotawire was rotating in dynaglide mode at 72,000 rpm's, the spring tip of the rotawire guide wire became stretched. The physician was able to retrieve the rotawire guide wire from the patient's body manually. The procedure was completed with another floppy rotawire. No patient complications were reported and the patient's status is stable. However the returned device analysis revealed that the core wire of the rotablator spring tip was fractured.